Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. A visual inspection of the returned product noted the device was received with a fully applied 10r device loading unit (dlu) attached. A functional evaluation found that the articulation knob functioned properly. The handle was actuated and the unit cycled properly. The dlu was unloaded from the device. Microscopic inspection noted scratches on the inner tube of the dlu. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the reported condition could be due to excessive manipulation or to improper loading of the single use loading unit (sulu), indicated by the scratches on the inner tube. The root cause of the observed damage was misuse of the product which caused or contributed to the reported condition. No further actions have been deemed necessary at this time. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, while tacking in the mesh during a laparoscopic ventral hernia repair, the device did not seat all the way. They used another device to complete the case. There was no patient injury.